Event description:
It was reported that urine was leaked from shaft part. The urine leakage was from the area where the foley catheter and urine collection bag were connected. It was not known specifically which part. Per follow up information received via ibc on 05jul2024, it was unknown whether there was a hole in the shaft of the catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter. Visual: received one (1) used all-silicone foley catheter with sample port connector without original packaging. Visual inspection noted a hole in the catheter shaft measuring (0.050") and (0.2510") from the trifurcation. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be imperfection in balloon due to process. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure per s03fa211 rev 21. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was leaked from shaft part. The urine leakage was from the area where the foley catheter and urine collection bag were connected. It was not known specifically which part. Per follow up information received via ibc on 05jul2024, it was unknown whether there was a hole in the shaft of the catheter.